Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was reviewed and investigated. The reported device causing damage to another device appears to be due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is being filed to report caused damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 90620u186) was advanced to the mitral valve, and the clip was deployed. Then a second cds (90620u190) was advanced to the mitral valve; however, the physician inadvertently caused the second clip to come in contact with the first clip. The first clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The procedure continued, and the second clip was re-positioned to stabilize the slda. The second clip was implanted in the medial to lateral position to the first implanted clip. The physician stated, that the slda was not completely secured due to the way the anatomy was moving. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.